Event description:
This device was explanted and replaced due to eri. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated. On (B)(6) 2013 - this device was returned and it was noted that the device is, in fact, at eos.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos. A number of (B)(4) charging cycles was documented. The memory content of the device was inspected. The analysis of the shock holter showed that an amount of more than 57 charging cycles was performed by the device within 4 hours on (B)(6) 2012. The eos status of the device resulted from that successive charging. The available iegm's showed that this charging was caused due to the detection intrinsic signals. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock, however the charging was aborted, indicating a depleted battery. The ICD was implanted for 61 months; 90 charging cycles were documented in the ICD's memory. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. In summary, the ICD was fully functional. The eos battery status was anticipated.